Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when the surgeon tried to fire the device, the handle was too stiff to squeezed and the black return knob was pulled, the jaws were opened and the device was reset on the tissue, but the handle then the handle was too stiff to squeezed the surgeon then decided not to use the device. The procedure was completed with another device. There was no patient injury.